Event description:
It was reported that following a carotid artery stenting treatment procedure, an acute transient ischemic attack (tia) occurred. The lesion was located at the carotid artery bifurcation. It was 55-60% stenotic and ulcerative, but not calcified. The length of the lesion was 10 mm and the vessel was non-tortuous. The reference vessel diameter is unknown. The physician used a 6f introducer sheath and a .014" filterwire ez guidewire via a right groin access puncture site. No guiding catheter was used. The lesion was predilated with an unknown type of coronary balloon. The entire lesion was covered by the deployed nexstent 30mm, which was then post-dilated with an unknown type of coronary balloon. The physician stated that there was no problem with the product. After the case, the patient experienced an acute transient ischemic attack (tia). At the time of the event, the patient was confused and had difficulty speaking. She was medicated with integrelin and the tia resolved 10 minutes later. The patient is in stable condition and recovering/okay.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.